Event description:
Pt's meter read inaccurately low. Spouse stated that pt obtained two readings of c35 and c65. Pt drank 2 bottles of coke and "almost went into a coma". Spouse stated that pt is a truck driver and they had to stop at a gas station because they felt dizzy and felt numbness throughout their body. Pt stated that because they got a reading of c35 and c65 and had symptoms they drank 2 bottles of regular coke. Educated customer on what the "c35" and "c65" meant. Pt called their family member while at the gas station to come and get them. When pt arrived at family members house, 911 was called. The paramedics tested pt and blood read 285 mg/dl. Pt was taken to the hospital. When they arrived at the hospital their blood read 396 mg/dl, pt was treated with insulin shots. They were released the following day. The meter was been replaced. This case is being reported as an example of user error which lead to an adverse event.